Event description:
It was reported that during an attempt to implant this right ventricular (rv) lead, fracture was suspected to have occurred. This rv lead had exhibited high pacing thresholds, loss of capture (loc) and high out of range impedances at device testing. This lead was removed, and helix extension difficulties were experienced by the physician. This lead was replaced successfully with a new lead. No additional adverse patient effects were reported. This device is expected to return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead body and electrode tip found no anomalies was performed and revealed no abnormalities except dried fluid in the helix housing, which is normal for active fixation leads. Visual inspection found cuts on the suture sleeve possibly due to explant damage and dried blood around the helix, which is normal for active fixation leads laboratory testing did not identify any lead characteristics that would have caused or contributed to the inhibition of helix retraction.

Event description:
It was reported that during an attempt to implant this right ventricular (rv) lead, fracture was suspected to have occurred. This rv lead had exhibited high pacing thresholds, loss of capture (loc) and high out of range impedances at device testing. This lead was removed, and helix extension difficulties were experienced by the physician. This lead was replaced successfully with a new lead. No additional adverse patient effects were reported. This device is expected to return.